Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decreased in r- waves from greater than 25 millivolts (mv) to 3.5 mv and loss of capture (loc) at maximum output. Change in threshold was noted to be due to patient condition. Further, this rv had dislodged as confirmed on chest x-ray. The lead was explanted and a new rv lead was successfully implanted with good lead measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage was due to tensile forces, applied during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.